Event description:
The patient was admitted for repair of an aortic stent graft originally performed 11 years ago that had developed a type 3 endoleak. This was due to separation between the left iliac arm of the stent from the main aortic portion of the stent. This repair was performed percutaneously using a gore excluder abdominal aortic aneurysm (aaa) endoprosthesis in interventional radiology. Upon completion of the procedure, x-ray angiography indicated the graft was in good placement. However, follow up CT scans were performed to assess the status of the repair and the radiology report indicated there was a 7 cm radiopaque linear density within the abdominal aortic lumen with the tip near the proximal aspect of the graft extending cranially into the thoracic aorta. Pressure is applied on the introducer of the device at the tip where it deploys. The wire broke from the main part of the introducer and the 7cm white distal tip was seen on CT and remains in the patient. This was not able to be seen on fluoroscopy, but only afterward on the CT scan. The surgeon then notified risk management.the surgeon's dictated report indicated that he changed the delivery catheter with another - he felt that the tip of the 12 french sheath was damaged from trying to push it up with force. It is a single piece stent set. The doctor feels the patient will be stable and will not remove it since it is an endovascular device. There was no adverse outcome to the patient.======================manufacturer response for thoracic endograft, gore excluder - contralateral limb (per site reporter).======================they could not identify the device in the radiographs.